Event description:
No additional information received.

Manufacturer narrative:
H3: analysis of the pipeline flex w/ shield (lot no. A583011) found that the pusher core wire was unbent and undamaged. The distal hypotube was found to be bent at ~187.2 cm from the proximal end. No damages were found with the proximal bumper, resheathing pad, dps sleeves or dps restraints. The tip coil was found damaged. The braid was found fully opened. The braid was found damaged throughout the entire length of the braid and frayed at the two ends. No other anomalies were observed. Based on the analysis findings, the customer report of ¿failure/incomplete open¿ could not be confirmed as the braid was returned fully opened. Possible causes for failure to open during procedure are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid overstretched during deliver, user deploys braid in vessel bend, presence of other indwelling endovascular stent and inappropriate anatomy. The pusher was found bent and the tip coil was found damaged, indicative of resistance/stuck during delivery, severe patient anatomy or high force delivery. H6: method code updated to b01. Result code updated to c070601. Conclusion code updated to d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a twist occurred during the procedure, avoiding to apply three pipelines. As a result, the pipeline stents failed to open in an unknown segment. It was unknown if the devices were placed in a bend, how much had been deployed, if any resheathing was performed, or if any additional steps were taken in attempts to open the pipeline stents. A replacement product was used to complete the procedure. It was unknown if the devices were prepared per the instructions for use (IFU), and there was no injury reported to the patient as a result of the event. The patient was undergoing surgery for treatment of an unruptured aneurysm of the right internal carotid artery/ophthalmic segment c6 and right posterior communicating (pcom) artery. The patient's vessel tortuosity was unknown, and it was unknown if dual antiplatelet therapy (dapt) had been administered. Refer to manufacturer report (B)(4) for details pertaining to the related reportable event.